Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had to keep removing the spinal cord stimulator (scs) system due to infection. It was confirmed that the infection was a staph infection and the stim from the patient¿s implantable neurostimulator (ins) never controlled the patient¿s pain. In result, the whole scs system was explanted. There were no reports of device issues or allegations. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that they did not know if the patient was still using their spinal cord stimulation system, and that they did not explant the stim system on (B)(6) 2018. There were no further complications reported or anticipated.